Event description:
Robotic instrument used for a robotic partial colectomy. The robotic system screen stated, "instrument unrecognized." Instrument was not able to be advanced into the abdominal cavity due to the robotic system not recognizing the instrument. Instrument removed from surgical field, tagged, and not reprocessed.